Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The gold piece in the center of the plate popped off after bending to achieve additional lordosis. No patient harm.